Event description:
An internal review revealed that this product was removed for infection and discarded by the hopital. This device was part of a system removed for infection. Please reference belos sr-t, sn : 79641152, MDR# 04-0080 for additional information. A new system was implanted at a later date.